Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr), prolapsed anterior and long leaflets. During the preparation of the two clip delivery systems (cds), de-airing the devices was not possible. Additional translations were required to fully de-air the devices. The first clip (50626r1064) was then implanted. To further reduce mr, a second clip (50708r2073) was inserted into the valve. However, the clip came into contact with the first clip, causing it to detach from the anterior leaflet and remained attached to the posterior leaflet. The second clip was then implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (caused damage) or difficult to flush. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. Based on available information, the reported device causing damage appears to be related to procedural conditions (interaction with implanted clip during grasping attempts). The investigation determined the reported difficult to flush to be potentially related to a product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. There is no indication of a product quality issue with respect to manufacture, design, or labeling.